Event description:
It is reported that the pins were missing from the universal oscillating saw attachment (2 pins of saw blade shaft are broken). There was no patient harm reported; however there was a delay in surgery for 0-15 minutes. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.